Event description:
This pt offered no complaints pre-treatment. 86 minutes into the treatment he complained of chills. His pre temp was 97.4 degress f with a maximum temp of 100.3 degrees f. His treatment was discontinued aand the chills stopped. He was restarted on a dry pack f-60. As soon as he restarted he complained of neausea and vomiting. The treratment was discontinued and the physician called. Blood cultures were negative. No antibiotics were given. The pt went home. He has sinced dialyzed at the hosp. Without problem